Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing insulin absorption issues and high blood glucose levels. The caller stated that the customer's healthcare professional advised him to go to the emergency room due to his elevated blood glucose levels. The caller stated that the customer rotates his insertion sites regularly, but she was unsure if he had scar tissue. Advised her to have him checked for scar tissue, and to call back for troubleshooting when possible. Nothing further was reported.